Manufacturer narrative:
(B)(4). Approximate age of device: 4 hours. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that after implant the lvad had good flows for approximately one hour and then suddenly the clinicians could not visualize any flow from the device. The left ventricle was being monitored by echocardiogram and there was no sign of left ventricle decompression. Despite fluid resuscitation and pump speed changes the estimated flows never reached more than about 2 lpm. Pump powers remained the same throughout the event. After a period of time that was reported to be less than 4 hours after implant, the surgeon decided the only option was to replace the pump to rule out thrombus versus a pump malfunction. The pump and inflow conduit were exchanged. The patient was reported to be asymptomatic. No additional information was provided.

Manufacturer narrative:
The report of low estimated pump flow values resulting in low flow hazard alarms was confirmed based on the evaluation of the log file downloaded from the returned system controller; however, a correlation between the evaluation findings on the returned pump and the captured low flow alarms could not be conclusively determined. Examination of the pump revealed no depositions or thrombus formations that would have affected pump function. Visual inspection of the sealed inflow conduit revealed very thin tissue-like depositions adhered to the textured blood-contacting surface of the inlet tube, which appeared to have been exposed to a fixative agent. The evaluation could not determine a specific cause for the development of the observed depositions or a duration of time for which they were present in the pump; however, they were minimally obstructive to the blood flow pathway and likely would not have contributed to the report of low flow events captured in the log file or any other functional issue. Upon disassembly of the pump, examination of the pump's blood-contacting surfaces revealed no evidence of any depositions or thrombus formations. The inflow graft material was free of distortion. Visual examination of the pump¿s bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.